Event description:
It was reported that the device went black during a case and stopped working.

Manufacturer narrative:
The device was returned for evaluation where product investigation revealed that the reported complaint was confirmed through functional testing. The complaint investigation has concluded the cause of the failure to be a defective electronic component. No further investigation is required. (B)(4).